Event description:
It was reported that the implantable pulse generator (ipg) device was very difficult to interrogate. Different programmers were attempted with multiple positions. Ultimately, an interrogation was able to be performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).